Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into the patient's basilic vein. During insertion, they received a yellow caution symbol throughout. They were coached to advance the wire in the future since yellow means it can't see the environment. The clinician did advance the stylet about 0.5cm with no change to the symbol. There was no delay in treatment and no patient death or complications reported. It was noted a single packaged stylet was being used for the procedure and the case number information is not known.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed through evaluation of the returned data set. No console or accessories was returned for evaluation. The vps senior algorithm scientist concluded the provided data was for a different procedure from the reported event and a conclusion about what happened cannot be made. A device history record review for unit was performed and there were no relevant findings. The probable cause of this event is undetermined because the provided data was for a different procedure from the reported event. No further action will be taken.